Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Conclusion: user error contributed to this event. Complaint history reviewed. The package insert was reviewed and confirms the statement "stems and modular necks with 12/14 slt taper should only be used in combination with femoral heads with the 12/14 slt taper." The component was used with a different manufacturer's head and cup.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. Attempts are being made to have the component returned. This report will be updated when the investigation is complete. This event occurred in (B)(6).